Event description:
Per the clinic, the patient experienced tissue breakdown over the internal magnet. The device was explanted on (B)(6) 2022. There are plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on january 9, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 19, 2023.